Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the part numbers for the power supply and power management board. The customer replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi.

Event description:
The customer reported no (alternating current) ac power. Unit works from (direct current) dc only. There was no patient involvement.